Event description:
A 49-year-old male with history of cardiogenic shock and cardiomegaly presented for impella support. The user facility reported the patient initially had an impella cp implanted and was escalated to an impella 5.5. The pump stopped during the support. The device was explanted. The patient later expired when the family made the decision to withdraw care.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ ¿impella stopped if the impella catheter has stopped suddenly: try to restart the catheter at previous p-level. If the impella does not restart, try to restart at p-2. If the impella does not restart or stops again, wait 1 minute and try to restart again. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿

Manufacturer narrative:
The investigation has been ongoing since the original report was filed. During the investigation, it was determined the bipella patient did have a pump stop, however, it was not the impella 5.5 as originally reported. The pump that stopped was the right-sided impella rp which is a non-reportable event. No report should have been filed for this event.